Manufacturer narrative:
The customer¿s report that the set would prime without engaging the texium end was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received set during initial visual inspection. Functional testing was performed to the set allowing fluid to flow through the whole set via gravity. The set was then pressure tested while submerged. Air pressure was incrementally increased. There were no signs of leaking anywhere on the returned set while the tubing was manipulated at each engagement. Root cause for the priming is normal functioning for this set.

Event description:
It was reported that an rn initiated an unspecified chemo infusion attached to a texium low sorb tubing with a filter, however; it was noticed that: "the tubing was not requiring the orange cap or any other device to engage it to flow". The customer stated; "as soon as you open the roller clamp, the chemo will run to prime the tubing with nothing on the end of the tubing." The event occurred in picu. The customer confirmed that there was no patient harm as a result of this event. The rn tested an additional set with normal saline not used on a patient customer stated; "that the texium low sorb tubing with a filter ran the solution without anything on the end of it. However; it only ran to the filter closest to the end of the tubing and then did not run anymore".

Event description:
It was reported that an rn initiated an unspecified chemo infusion attached to a texium low sorb tubing with a filter, however; it was noticed that: "the tubing was not requiring the orange cap or any other device to engage it to flow". The customer stated; "as soon as you open the roller clamp, the chemo will run to prime the tubing with nothing on the end of the tubing." The event occurred in picu. The customer confirmed that there was no patient harm as a result of this event. The rn tested an additional set with normal saline not used on a patient customer stated; "that the texium low sorb tubing with a filter ran the solution without anything on the end of it. However; it only ran to the filter closest to the end of the tubing and then did not run anymore".

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The event reportedly occurred in the picu; therefore it is presumed the patient was a child.

Event description:
It was reported that an rn initiated an unspecified chemo infusion attached to texium low sorb tubing with a filter however it was noticed that the issue is that "the tubing is not requiring the orange cap or any other device to engage it to flow. As soon as you open the roller clamp, the chemo will run to prime the tubing with nothing on the end of the tubing." The event occurred in picu . Although requested, no further details were provided by the customer for this event. The rn tested additional set with normal saline not used on a patient customer stated; " that the texium low sorb tubing with a filter ran the solution without anything on the end of it. However it only ran to the filter closest to the end of the tubing and then did not run anymore."